Event description:
It was reported that following a fall while trying on high heeled shoes, the patient experienced losing stimulation unexpectedly. The patient stated she fell "hard" on the opposite side of the device. She then had to recharge every 3 days instead of every 2 weeks as she did after implant. Program a1: 4.15v 450pw 100 rate group impedance: 547ohms: 4anodes 1cathode. A2: 4.15 450pw 100 rate group impedance 718 ohms: 1anode 2 cathode. The manufacturer's representative reviewed that based on the parameters; the recharge interval appeared to be appropriate. The patient was instructed to have patient recharge at longer frequencies, and making sure to check whether patient has continued coupling bars. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).